Event description:
It was reported that the patient experienced ventricular arrhythmia and the implantable cardioverter defibrillator (ICD) did not treat it. The patient received an external defibrillation. The patient is now in stable condition. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).